Event description:
Reporter alleged obtaining the result of 112 mg/dl on the advantage system compared back to back with a result of 55 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter stated that he self-treated with a banana, grapenuts, half and half, and honey. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the aviva system used. (B)(4).

Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.